Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred while using the homechoice (hc). It was unknown during which process step this event occurred. The home patient (hp) was connected. The registered nurse (rn) stated they found the alarms in the alarm log last night. The technical service representative (tsr) explained the alarms and the possible causes. The tsr asked if the hp disconnected at any time prior to the alarm; the rn stated no. The tsr suggested the hp call baxter in the future for troubleshooting help. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.